Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a failed battery test after a new battery cap was installed. Customer reported that the insulin pump's battery life was only about two to three days. Blood glucose level was 116 mg/dl at the time of the call. No further information was provided.